Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of exacerbated asthma treated with antibiotics. On (B)(6) 2016 the patient underwent the second bt treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for a planned observation following the bt procedure, the patient experienced asthma exacerbation and was treated with methylprednisolone and levofloxacin. On the following day, (B)(6) 2016, the patient experienced asthma exacerbation and was treated with methylprednisolone and levofloxacin. On (B)(6) 2016, the patient was discharged from the hospital. The patient's exacerbated asthma is continuing, however, as of (B)(6) 2016, no new adverse events have been reported. Baseline spirometry values. Visit date: (B)(6) 2016 - pre-bronchodilator: fev1: 2.64; fev1 % predicted: 66.10; fvc: 4.01; fvc % predicted: 83.50. Post-bronchodilator: fev1: 3.71; fev1 % predicted: 93.10; fvc: 5.04; fvc % predicted: 105.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of exacerbated asthma treated with antibiotics. On (B)(6) 2016 the patient underwent the second bt treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for a planned observation following the bt procedure, the patient experienced asthma exacerbation and was treated with methylprednisolone and levofloxacin. On the following day, (B)(6) 2016, the patient experienced asthma exacerbation and was treated with methylprednisolone and levofloxacin. On (B)(6) 2016, the patient was discharged from the hospital. The patient's exacerbated asthma is continuing, however, as of (B)(6) 2016, no new adverse events have been reported. Baseline spirometry values: visit date: (B)(6) 2016, pre-bronchodilator, fev1: 2.64, fev1 % predicted: 66.10, fvc: 4.01, fvc % predicted: 83.50. Post-bronchodilator: fev1: 3.71, fev1 % predicted: 93.10, fvc: 5.04, fvc % predicted: 105.00. Additional information received on august 30, 2016: on (B)(6) 2016 the patient's asthma exacerbation resolved.

Manufacturer narrative:
(B)(6). (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the (B)(4) clinical study. This complaint is being reported based on the event of exacerbated asthma treated with antibiotics. On (B)(6) 2016 the patient underwent the second bt treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for a planned observation following the bt procedure, the patient experienced asthma exacerbation and was treated with methylprednisolone and levofloxacin. On the following day, (B)(6) 2016, the patient experienced asthma exacerbation and was treated with methylprednisolone and levofloxacin. On (B)(6) 2016, the patient was discharged from the hospital. The patient's exacerbated asthma is continuing, however, as of (B)(6) 2016, no new adverse events have been reported. Baseline spirometry values: visit date: (B)(6) 2016: pre-bronchodilator: fev1: 2.64; fev1 % predicted: 66.10; fvc: 4.01; fvc % predicted: 83.50. Post-bronchodilator: fev1: 3.71; fev1 % predicted: 93.10; fvc: 5.04; fvc % predicted: 105.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of exacerbated asthma treated with antibiotics. On (B)(6) 2016 the patient underwent the second bt treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for a planned observation following the bt procedure, the patient experienced asthma exacerbation and was treated with methylprednisolone and levofloxacin. On the following day, (B)(6) 2016, the patient experienced asthma exacerbation and was treated with methylprednisolone and levofloxacin. On (B)(6) 2016, the patient was discharged from the hospital. The patient's exacerbated asthma is continuing, however, as of (B)(6) 2016, no new adverse events have been reported. Baseline spirometry values: visit date: (B)(6) 2016, (B)(6). Additional information received on august 30, 2016 on (B)(6) 2016 the patient's asthma exacerbation resolved. Additional information received on august 11, 2017. The account reported on (B)(6) 2017 that the event date of (B)(6) 2016 for the event of asthma exacerbation treated with methylprednisolone and levofloxacin is incorrect. The correct event date of this asthma event occurred on (B)(6) 2016 and is possibly related to bt procedure 1, reported under MFR: 3005099803-2017-02742.

Manufacturer narrative:
Date rec¿d by MFR: study source: e7086 bsc bt registry. Problem code 1726 captures the reportable event of exacerbated asthma treated with antibiotics. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Other relevant history: has been updated based on additional information received on september 16, 2019.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of exacerbated asthma treated with antibiotics. On (B)(6) 2016 the patient underwent the second bt treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for a planned observation following the bt procedure, the patient experienced asthma exacerbation and was treated with methylprednisolone and levofloxacin. On the following day, (B)(6) 2016, the patient experienced asthma exacerbation and was treated with methylprednisolone and levofloxacin. On (B)(6) 2016, the patient was discharged from the hospital. The patient's exacerbated asthma is continuing, however, as of on (B)(6) 2016, no new adverse events have been reported. Baseline spirometry values: visit date: on (B)(6) 2016, pre-bronchodilator, fev1: 2.64, fev1 % predicted: 66.10, fvc: 4.01, fvc % predicted: 83.50, post-bronchodilator: fev1: 3.71, fev1 % predicted: 93.10, fvc: 5.04, fvc % predicted: 105.00, additional information received on august 30, 2016. On (B)(6) 2016 the patient's asthma exacerbation resolved. Additional information received on august 11, 2017. The account reported on august 11, 2017, that the event date of on (B)(6) 2016 for the event of asthma exacerbation treated with methylprednisolone and levofloxacin is incorrect. The correct event date of this asthma event occurred on (B)(6) 2016 and is possibly related to bt procedure 1, reported under MFR: 3005099803-2017-02742.